Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low rectal resection procedure, the device could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. Another device was used to complete the procedure. No patient injury.